Event description:
Upon removing the neuron from the packaging, the distal tip of the catheter separated from the rest of the body of the device. The physician removed the catheter from the table and took another neuron from inventory.

Manufacturer narrative:
Technical evaluation: the returned device was found to have a fracture at the diameter change junction. Conclusion: the root cause could be related to a poor lamination that occurred during the manufacturing process. The DHR for this manufacturing lot was reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-04/a (lot # l12961) and sub-assembly (B)(4) (lot# l12794). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12961) indicated that 100% inspection of the devices resulted in ((B)(4) visual reject. The DHR review of sub-assembly pn0918-04/a lot# l12794) indicated that 100% inspection of the devices resulted in (B)(4)visual rejects post hub molding and 1 visual reject post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.